Manufacturer narrative:
On 3/13/2019 the suspect medical device was updated from magnesium reagents ln 03p68-21 lot 73839un18 to the architect c4000 analyzer ln 02p24-01 sn c460186, both manufactured in irving, texas USA. Section d 1-11 was updated as necessary: d1 brand name from clinical chemistry magnesium to architect c4000 analyzer d2 common device name from magnesium to automated chemistry analyzer product code from jgj to jje further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the cuvette washer, c4, part number 7-205198-01. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results on the architect c4000 analyzer. The following data was provided (meq/l): sid (B)(6): initial 9.38, repeat 1.16. There was no impact to patient management reported.